Event description:
Healthcare professional reported "feeling discomfort". Healthcare professional later reported "capsular contracture baker ii" diagnosed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, missing and broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2; d6a; d6b; d9; h3; h6

Event description:
Healthcare professional reported "feeling discomfort". Healthcare professional later reported "capsular contracture baker ii" diagnosed via MRI. This record is for the left side. Device was explanted.